Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2010-00725. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During a stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of cardiac arrhythmia, congestive heart failure, smoking, and hypertension. The target lesion was proximal right internal carotid. Pre-procedure stenosis was 80%. The lesion length was 10mm and diameter was 7mm. The lesion was moderately calcified and pre-dilated. A precise pro rx 9 x 30mm stent was deployed at the target lesion. An angioguard rx was successfully deployed and retrieved during the procedure. Procedure went very well without initial problem. During the procedure, the patient had a drop in blood pressure requiring dopamine. The angioguard was not in place at the time of the hypotension. An mi was ruled out. He had a change in mental status the evening of (B)(6), the initial cat scan showed no stroke. A follow up MRI showed a "tiny" right lacunar infarct that appeared to be acute. However this would not account for his generalized symptoms of confusion, lethargy, weakness and the drop in hemoglobin according to the physician. The patient fully recovered and all neurological deficits were resolved. The infarct was not treated. The patient was discharged 9 days post-procedure. The hospitalization was prolonged due to the subject's hypotension, bradycardia and change in mental status. Addendum received 9/29/2010: the bradycardia began at 12:35 prior to catheter insertion and was treated with robinul 0.2 mg, a second 0.2 mg dose was given at 13:00 when another drop occurred. Patient remained stable throughout procedure. Post procedure multiple drops occurred receiving 4 doses of 0.2mg. Robinul the bradycardia is believed to be secondary to the occurrence of hypotension which has no source of identification.